Event description:
It was reported by the customer that a pyxis anesthesia es system network failure. The customer reported that users were unable to remove medications when attempting to issue them to the patient and the user was able to obtain the medications from another unit. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that network issue at hospital due to configuration issue. Field service engineer changed power setting modes to resolve the issue. The system functioned as intended after the field service engineer serviced the device.